Event description:
Patient reported "they are suffering from anxiety, a right side rupture, with a lumpy and misshapen implant". This record relates to the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, "they are suffering from anxiety. A right side rupture, with a lumpy and misshapen implant". This record relates to the right side. Device remains implanted.